Event description:
Attorney reported: on (B)(6) 2005 - a bard composix mesh was used to repair pt's hernia defect. On (B)(6) 2005 - pt's bard composix mesh was explanted. Pt continued to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.